Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid leak was confirmed as a hole resulting in fluid leak would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. The adverse event indicating the device has a fluid leak would lead to limited device function and is a known risk of the device that is included in the hazard analysis. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested and examined using a microscope. The cylinder had wear at the folds in the cylinder body. The cylinder kink resistant tubing (krt) was fatigued and worn down to the filament. The cylinder had a large tear and detached in the outer tube with detached broken fabric threads in the proximal cylinder body. There was a leak in the proximal cylinder body that was the result of fatigue and wear at a fold with a hole in the inner tube that was present the cylinder was not pressure tested due to the leak that was identified. The identified fluid leak could affect the functionality of the device as the reported of mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The device fluid leak leading to limited device function is included in the product labeling. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the cylinder that a fluid leak was identified.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder rupture. Following the surgery, the patient was stable, improved and the event resolved.